Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a channel error. Replaced both upper and lower pressure sensors. There were no reports of adverse effects cause to any patients from the event.